Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the infusion set tubing got caught on the table which caused cannula fracture on (B)(6) 2026 and the infusion set was in use for two days. The patient experienced high blood glucose level which was treated with bolus.